Event description:
An 8 mm diameter x 30 mm length bridge assurant biliary stent was inserted for use in a patient for treament of bilateral iliac lesions. It was reported that the device would not pass through the 6 f sheath. The 6 f sheath was removed and a 7 f sheath was placed. The procedure was successfully completed with the same device. A similar experience was reported on the other side (reference MFR report # 2953200-2003-01115). No clinical sequelae were reported, and the patient is reported to be fine.